Event description:
It was reported that a suregon performed a laparoscopy on a patient who had extensive endometriosis. She also had endometriotic implants on the appendix. A general surgeon was consulted and laparoscopic appendectomy was performed. At the end of the procedure, intergel was instilled. Approximately one week later, the patient was readmitted with fever, an elevated white blood cell count, and the complaints of severe pain in the abdomen and pelvis and distention. A laparotomy was performed and a large abscess was discovered. Cultures revealed coliform organisms. The surgeon also described an "eschar" covering over the intestine. This peeled away easily and revealed inflammation of the intestinal serosa.

Manufacturer narrative:
Medical review of the event indicated that, based on the information available, gynecare intergel did not cause or contribute to the event described. A contribution by the device to the reported "eschar" cannot be ruled out.